Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the leg clip of the sling detached from the spreader bar of the maxi sky 600 ceiling lift at the end of the resident's transfer from the carendo shower chair to toilet. It was noticed that the leg clip detached while the patient was being placed on the toilet. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi sky 600 ceiling lift was inspected and no malfunctions were found that could have caused or contributed to the event. Therefore, the lift was found to have been up to specification, when the event took a place. It was noticed that the lift and the sling were not quarantined by the customer's facility after the event. The sling that was used during the incident was not available at the time the inspection took place. It went to the hospital with the resident. However, no malfunctions were indicated. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position and a leg clip is not attached. As is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the resident is at the end of that transfer, put into a more upright, seated position before lowering to a chair/wheelchair/toilet, the weight shifts towards the missing clip strap and the person falls out. Following the above scenario, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the resident was put into a more upright, vertical position to lower to toilet. There is a possibility that caregivers did not follow the labelling and did not check the clips, if those are correctly attached and remain in tension, as the weight of the resident is gradually taken up. The maxi sky 600 ceiling lift instructions for use indicates and warns: to make sure that all clips are attached to the spreader bar and remain in tension as the weight of the resident is gradually taken up. Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the patient's transfer from carendo shower chair to toilet using maxi sky 600 ceiling lift and the sling it was indicated that one of the leg clip of the sling became loose and detached while the patient was being placed on the toilet. As a consequence the patient fell and sustained broken leg, broken shoulder and concussion. It was reported that the person was taken to hospital and had pneumonia and pneumothorax sustained as a consequence of weakened condition.